Event description:
It was reported that during a hepatectomy procedure that when the surgeon fired the clip, the jaw "became not to open." Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged anti-backup. Evaluation summary: the analysis results found that one msm20 device was received instead of a mcm20. The instrument was received non-functional. The instrument was cycled and would not feed the clips as the anti-backup was noted to be non-functional. Upon disassembly of the instrument, the anti-backup lever was found disengaged, therefore, not allowing the proper feeding of the clips into the jaws. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determined if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.